Event description:
It was reported that an esu was used to remove a polyp (i.e. A snare re-section) in the colon and a perforation occurred. Surgical intervention was performed to address situation and the pt is fine. An investigation at the facility by the medical center's staff revealed that a program was incorrectly selected for the procedure.

Manufacturer narrative:
The esu was not returned for an eval because the medical facility reported that the unit was/is working as intended. In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or attributed to the event. To further address the issue, additional in-service work was performed at the med ctr on 8/25/09. No trends were identified with the reported incident. Erbe USA, inc. Is now closing the file on this event.